Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a fistula in the right external iliac artery. When a 6.0x80mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated, contrast was observed leaking at the junction of the shaft and the hub. The procedure was completed with a new 6.0x60mm armada 35 pta catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.